Manufacturer narrative:
Only the connector end of the lead was received. The partial lead passed electrical continuities and short test.

Event description:
It was reported that the lead exhibited loss of capture. A chest x-ray revealed that the lead was -ruptured-. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.